Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced recurrent embolic events, which the hospital suspected may be the etiology of the pt's decline. The hospital felt that the pt experienced hemolysis from the lvad. The pt was removed from support and expired.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.